Event description:
The issue occurred during preparation for use (function check). There was no delay and the procedure was completed with a similar device. There were no other devices replaced or involved with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: added to event description (b5): the issue occurred during preparation for use (function check). There was no delay and the procedure was completed with a similar device. There were no other devices replaced or involved with the event.

Event description:
The customer reported to olympus that while using the autoclavable camera head, the image did not appear when connected to a scope. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the root cause could not be identified. No further information related to the phenomenon, ¿no image when the video connector is connected¿, could be obtained. Olympus will continue to monitor field performance for this device.